Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 474 mg/dl and 127 mg/dl. When the customer received the result of 474 mg/dl, the test strip may have been dosed incorrectly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010. During the procedure, the needle broke in half. There was no adverse patient consequences.